Manufacturer narrative:
The complaint sample was not returned to greatbatch medical for evaluation and the reported event cannot be confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation is required. Complaint information provided by zimmer biomet.

Event description:
It was reported during a total anterior hip procedure a piece of the offset reamer handle broke off from the end that attaches to the reamer shell and fell in to the patient cavity. The broken piece was retrieved. The procedure was completed successfully with another device. There was no delay in surgery or patient injury reported as a result of the malfunction.